Event description:
Additional information later reported the patient "went through baclofen withdrawal" in (B)(6) and had a new catheter placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient got the pump, she had been more active. The patient had been running a lot and playing frisbee golf and the patient questioned if there were activities that she shouldn¿t be doing. The patient reported pain on her right side where the catheter was and it started a couple of weeks ago. The patient also had been having headaches which also started a couple of weeks ago. The patient was taking excedrin migraine which was not helping with the headaches. The patient had been in contact with her hcp and was waiting for a call back. The patient was scheduled for a refill (B)(6) 2013 but was not with her normal hcp as he was on vacation. The pump was used to deliver baclofen. Additional information later reported, the patient was still having concerns with their device and therapy and was working with their hcp. The patient had been inpatient since (B)(6) though it was unclear as to why.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4).